Event description:
It was reported the cardiosave intra-aortic balloon pump (iabp) screen went black while on patient. The iabp continued to pump.there was no patient harm reported .

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes & investigation conclusions), h10. A getinge field service engineer evaluated the unit and found unit reported to have a black screen while in use on a patient . Staff reported the unit continued to pump while the screen was black. Issue happened during use on a patient. No patient information available. No patient harm reported. Pump maintained by getinge fst (B)(6). Last service was a inspection for the unit alarming while off on (B)(6) 2023. Unit pumps normally upon initial inspection. Unit shows a fault 111, 112, and 118 that occurred on (B)(6) 2023. All faults point to executive processor pcb. Replaced executive processor pcb. Software reinstalled. Transducer calibrations ran. Unit passes all calibrations and tests to manufacturer standard and is released for clinical use.the defective components were received for further investigation. Please refer to the root cause evaluation field for details. The failure analysis and testing department received the following part associated with this complaint:pn: 0670-00-0770 sn: 21 (B)(6). Processor board. This part was received with a reported unit failure message of unit¿s screen went blank, faults logs 111, 112 and 118. Performed visual inspection of this part received and part looks to be in condition. Installed the exec. Processor board into the cardiosave test fixture sn (B)(6) and tested to the factory specifications per pn 0002-07-d016 revision d and the cardiosave service manual pn 0070-00-0639 revision r. The failure analysis and testing department troubleshooted exec. Processor board as per complaint listed faults 111, 112 and 118 codes. The failure analysis and testing department could not verify the failure of unit¿s screen blank and observed any fault logs code or abnormal function occurring while testing. Exec. Processor board passed testing. Sending board to the supplier as per procedure 0002-07-d008 rev an. The failure analysis and testing dept. Received part number 0670-00-0770 pcb, exec processor serial number (B)(6) from the supplier. The supplier performed in circuit test and manual tests. All tests passed. No issues were detected as described. The supplier could not replicate the failure of codes 111,112,118. The board passed testing. The failure analysis and testing dept. Installed part number 0670-00-0770 pcb, exec processor serial number (B)(6) into the cardiosave test fixture serial number (B)(6) and tested the board to factory specifications per procedure number 0002-07-d016 revision e and the cardiosave service manual part number 0070-00-0639 revision r. The board passed testing. Retaining the board in the fat per procedure number 0002-07-d008 rev.aq. The non-conformances with the returned components were not confirmed. However, the root cause or the most probable root cause is not confirmed.